Event description:
It was reported that when replacing the co2 absorber in the anesthesia system, one of the absorber valve come loose. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure that one of the absorber bypass valves mounted on the patient cassette easily comes loose when the co2 absorber is replaced, has been completed. No service was requested, this issue was handled by the hospital biomedical engineer. The co2 absorber connections (inlet and outlet) connects to the absorber bypass valves in the patient cassette. The absorber bypass valves are held in place by a bayonet fitting in the patient cassette. The valves are removed by the user during cleaning and assembled on the patient cassette after the cleaning. The user's manual includes information how to disassemble and assemble the valves. The cleaning manual includes information about the cleaning adapter kit that is to be ordered from the manufacturer and that is necessary for assembling, disassembling, rinsing, and cleaning the patient cassette. The kit contains a valve tool that is used to loosen and tighten the absorber bypass valves. The absorber bypass valves may be hard to turn and tighten by hand during assembly and if not completely tightened, they may come loose during change of co2 absorber and create a leakage. Additional information was requested such as if the user has the valve tool for tightening the absorber bypass valves during assembly, but no additional information was received. The root cause of the reported event has not been determined.

Event description:
Manufacturer's reference #: (B)(4).